Event description:
I have well-controlled type 1 diabetes. Since using the medtronic guardian 4 blood glucose sensor with the minimed 780g insulin pump, my average blood sugars have been higher and my a1c has increased from 6.3-6.5 to 6.9-7.2. I believe this is due to several deficiencies with the system. I experience issues with the sensor: the sensor is supposed to last up to 7 days, but I frequently get a "change sensor" message after only 2-3 days of use. I report these incidents to medtronic using their online form and they send replacement sensors. I have noticed that these issues are more frequent when I sleep on the side with the sensor. 2-3 times per week the system displays "sensor updating" for 1-5 hours. When I check my blood sugar using a finger stick and the reading is far off from the sensor, I get a "calibration not accepted" message. This happens roughly weekly. These issues are compounded by the smartguard feature: when in "sensor updating" (2-3x/week for 1-5 hrs each), the pump supplies a lower basal rate and my blood sugar goes high. After "calibration not accepted" (roughly weekly) the system goes into the minimum basal mode and my blood sugar goes high. Smartguard is far too conservative at managing blood sugars. This results in fewer instances of hypoglycemia, but at the cost of having generally higher blood sugar. There are many complaints online from others who don't use or are frustrated by smartguard for these same reasons.

Event description:
Additional information received from the reporter on 01/26/2025 for report number mw5164338. I previously filed a medwatch complaint for similar issues and recently experienced two new issues with my medtronic insulin pump and continuous glucose monitoring system. Two nights in a row I was experiencing issues with hypoglycemia, so I set the pump smart guard mode to have a target of 150 (rather than my usual target of 100). Despite this setting, the pump was too aggressive with insulin boluses. The highest my pump let me get before giving me more insulin was 133 and I experience hypoglycemia. I had another issue when I entered a blood sugar reading of 265, the pump accepted it, and then immediately displayed my blood sugar as 206. In summary, I don't feel like I can trust the automatic monitoring and dosing functions of this system.